Manufacturer narrative:
A product investigation was completed: the returned instrument (359.219, lot 8768253) was received fully disassembled: 12 pieces and 18 ball bearings. All pieces were returned. No definitive root cause was able to be determined however the failure modes are consistent with rough handling and/or attempted disassembly. Per the technique guide, the inserter for titanium elastic nails (359.219) is used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless steel elastic nails (sten). The inserter is also used in end cap insertion and removal. A review of the current design drawing and the drawing revision at the time of manufacture (march 2014) was performed. During the investigation no discrepancies were observed that may have contributed to the complaint condition. The threaded cap was secured with loctite to retain the assembly because it is not designed to be disassembled. The design was changed in october 2014 so the t-bar and threaded cap began to be welded together to further dissuade disassembly of the instrument. Per the technique guide, the device does not need to be disassembled for sterilization and it is essential to lubricate the inserter periodically with autoclavable oil to maintain smooth operation of the chuck. Review of the device history record showed that there were no issues during the manufacture of the products that would contribute to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. Event date: unknown. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during femoral shaft repair procedure the inserter for the titanium elastic nail broke into two pieces. There were no fragments generated. The inserter was stuck on the nail and would not loosen off of the nail. The procedure was completed successfully with another inserter. The patient postsurgical status was stable. There was a 10 minute surgical delay due to the reported event. This report is 1 of 1 for (B)(6).